Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 400 mg/dl. A system check using the current supplies found the occlusion to be within the cartridge. Reportedly, the customer had been using apidra in the cartridge. Tandem technical support discussed with the customer that apidra was not labeled for use with the pump. The customer reverted to using a non-tandem pump to manage diabetes until the type of insulin used can be discussed with a healthcare provider.